Event description:
It was reported that the mercury switch on a m91-ts pronto powered wheelchair was damaged.

Manufacturer narrative:
Incorrect date submitted on initial medwatch. The aware date is (B)(6) 2013.